Event description:
It was reported that the leadless pacemaker delivered anti-tachycardia pacing due to oversensing of noise by the subcutaneous implantable cardioverter defibrillator (s-ICD). No action was taken as the s-ICD was already programmed to the optimal vector for the patient. The s-ICD remains in service, and no adverse effects were reported. Additional information was received. The s-ICD had delivered an inappropriate shock (ias) to the patient due to the oversensing. It was reported that the sense vector was reprogrammed to alternate on august 5, 2025. No adverse patient effects were reported. The device remains implanted and in service. Further information specified that the ias occurred on (B)(6) 2025.